Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board and blower motor were replaced to address the issue. The device failed a step related to the remote alarm connector during testing. The device's interface board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and blower motor. The system board and blower motor were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to the impeller being locked up due to contamination. The system board was evaluated and found to operate to design specifications.